Event description:
It was further reported that the de novo target lesion was 2.5mm to 2.7mm x 18mm long and was predilated.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross and stent damage occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified distal right coronary artery. The physician used a promus element mr 2.50 x 20 mm stent delivery system to cross the lesion but was unable to cross. It was observed that the distal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).